Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx closure device & delivery system (wds) were selected for use. During the procedure, the patient became hypotensive, and a pericardial effusion was noted. Pericardiocentesis was performed to treat the effusion and surgical intervention was required to treat a cardiac perforation in the laa. No further patient complications were reported, and the patient remained in the hospital in stable condition.